Event description:
Fluid would not push through the plunger; plunger in syringe port got stuck/ would not allow fluid to pass. 17 total devices: lot numbers included: 14925498- x6 syringes: 14988298. 14839655- x3 syringes: 14815765, 14789286, 14813882. 14739286- x2 syringes: 14529298, 14910371.